Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement and displacement test. Unit was monitored for one day. No blank display, unexpected audio/beep anomaly or unexpected notification light anomaly noted. The electronic assembly, force sensor and motor was corroded. Unit had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button. And a cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. The customer reported beeping and the screen went blank on the insulin pump. The customer states they received a sudden vibration followed by a blank display immediately after the pump's exposure to moisture. The customer did troubleshoot the issue and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.